Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found with a deformed stopper during use. The following has been provided by the initial reporter: it was reported that during procedure, customer is noticing deterioration of rubber stopper. Per customer email: we do sclero therapy in the office, and during the procedures the rubber is deteriorating which did not happen with the old version of the syringes. The doctor has noticed this happening with every syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3 ml ll 200 s/c has been found with a deformed stopper during use. The following has been provided by the initial reporter: it was reported that during procedure, customer is noticing deterioration of rubber stopper. Per customer email: we do sclero therapy in the office, and during the procedures the rubber is deteriorating which did not happen with the old version of the syringes. The doctor has noticed this happening with every syringe.